Manufacturer narrative:
A ge service rep performed an onsite investigation. A new power supply for the monitor was installed at ps3. The output dc voltage was adjusted to 12.2 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up correctly and there was no video displayed on the workstation monitors. No pt injury was reported.